Event description:
An ophthalmologist reported that, following an intraocular lens (iol) implant procedure, optic of the iol found to be scratched. The surgery was performed and completed after replacing the product with another one. Additional information was received that, after insertion of the iol, a vertical white opacity was observed on the posterior surface of the iol. The iol was removed in three sections and a spare iol was inserted with the same injector and a different cartridge. The patient's postoperative course was good.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Iol returned adhered to gauze in three pieces, in non-company sealed pouch. Solution is dried on both surfaces of the optic and haptics. Both haptics have gauze fiber adhered. The optic is cut in 3 (three) and scratched/marked-rejectable with adhered gauze fiber. The root cause for the reported complaint "scratch on optic" could not be determined. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The product history records confirm that the product met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).